Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the helix of the pacing lead jumped out of the lead and there was no smooth screwing possible when it was tested prior to being inserted in the patient. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The inner tubing of the lead became extrinsically distorted due to k inking/buckling. The inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated da mage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned with the lead stretched measuring 53.5 cm long. The helix was able to be fully extended and retracted within specification but during helix extension, the helix would jump out. The inner tubing was kinked and stretched at various locations on the length of the lead. The lead was returned stretched, with buckling of the inner tubing insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.